Event description:
It was reported that the pt was experiencing an increase pain with numbness and tingling of the bilateral lower extremities. The catheter had migrated down from the thoracic space and dislodged from the intrathecal space. The pump contained dilaudid, bupivacaine, droperidol and compounded baclofen. An x-ray revealed that the catheter tip migrated from t5 and t10. Surgical revision of the catheter was performed on (B)(6) 2010; the catheter was spliced. The pt recovered without sequelae on (B)(6) 2010.

Manufacturer narrative:
(B)(4).